Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined based upon the information from olympus china. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found that the reported phenomenon was not duplicated, and also found that the subject device had no defects. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for the laparoscopic surgery using the subject device (patient was not under anesthesia), it was found that the subject device gave the error e116 which indicated the subject device malfunctioned. The user completed the intended procedure using the subject device without more than fifteen minutes extension. The subject device was used in combination with the light source clv-s400, the camera head ch-s400-xz-eb, the insufflation unit uhi-4, and the high frequency cautery power supply esg-400. There was no report of patient injury associated with this event.